Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that they feel their ins battery is not holding a charge as long as it used to. Pt states now it's only holding a charge for 5 days and it seems to be getting shorter and shorter. Pt states they noticed this issue a couple of months ago. Pt states they can't let this implant go dead because if they do they start going to the bathroom every 15-20 mins. Pt services walked pt through initiating a charging session. Pt states the recharger would connect but then it would go back to searching. Agent recommended pt try leaning forward and sitting while charging. The troubleshooting steps that were taken on the call resolved the issue. Pt reports seeing excellent connection that remained on the screen. Agent also recommended the pt follow up with doctor regarding rapid ins battery depletion.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient reported seeing a recharger service code 1707 when charging their implantable neurostimulator. Patient said they first saw error code 1707 last week. During the call the patient was able to connect and charge their implant to 90%. The patient mentioned that they charge their implanted neurostimulators when they are at 20% because if they don't charge at 20%, and forget their ins turns off and they start peeing every 15 minutes and have to charge again. The patient also mentioned that the vibration is really strong when they get ins back on after it is at 0% if they forget to charge. Patient service specialist reviewed with the patient that the 1707 code may be related to positioning of the recharger and redirected the patient to their healthcare provider to further address the issue if it persists. Patient also saw error code 4100.